Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting address state: (B)(6).

Event description:
It was reported that there is no sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported. A good faith effort determined that the user cannot hear any sounds, including sounds for the alarms, qrs and inops. The device configuration matches the other devices suggesting there is no issue with the device configuration. Repair is pending receipt of the device.

Manufacturer narrative:
A good faith effort (gfe) was made to confirm if the device produced sound or not and in response it was confirmed that speaker was not making any sounds. A philips field service engineer (fse) went onsite to check on the reported issue. The fse confirmed that the speaker was faulty. The fse had replaced 453564238621, ms_x2 assy cbl x2/mp2 speaker assembly at the customer site to resolve the reported issue. The cause of the reported problem was defective speaker. The reported problem was confirmed. The device was operational after repairs were completed.